Event description:
Pt presented to ICD clinic on 1/27/97 with multiple episodes of nonsustained vt without symptoms. Electrograms collected by the ICD at the time of vt revealed sinus rhythm. These findings are consistent with sensing lead dysfunction. The impedance was within normal limits. Pt was scheduled for sensing lead replacement on 2/5/97. Lead was capped. Baystate medical center submits this report pursuant to the provision of 21 cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.